Event description:
It was reported that the customer was hospitalized due to pancreatitis and released three days later for high blood glucose levels; the visits were unrelated. The paramedics were called for diabetic ketoacidosis, and the blood glucose reading was 1100mg/dl at the time the paramedics were called. Significant events leading to the admission was a urinary tract infection and stomach illness. The customer also complained of symptoms of high blood glucose, including continuous vomiting and thirst. She was treated after the emergency call and her blood glucose reading was lowered to 90 mg/dl. The customer had discontinued use of the insulin pump one day prior to the paramedic's call because the battery had died and she could not remove it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.